Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) up to 434mg/dl with increased thirst, increased urination, and dehydration associated with a bolus delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, the reporter noted that there were missing bolus records and that on (B)(6) 2016 a bolus had been delivered but was not recorded. Troubleshooting indicated that the bolus calculation feature was functioning correctly and that the basal settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a bolus delivery issue.